Manufacturer narrative:
The malfunction is caused by a user error. The quick removal of the sample was not conducted in accordance with the procedure for interruption of measurement described in the abl800 flex operator's manual.

Event description:
When using the blood gas analyser abl800 as follows pt data mix-up resulted: a syringe to be analysed is inserted to the flexq module tray. The barcode (pt ID) is scanned. "Proceed" is pressed and "accept" is pressed. The syringe is then assumed incorrectly removed very quickly (within a second) from the tray, without proper interruption of the sample. The ID now have been recorded, but analysis will not be performed until a new sample is inserted in the same tray. When a new sample is inserted to the tray and scanned the measurement result will be related to the barcode ID of the previous inserted sample causing pt data mix-up. This shift between measurement results and barcode ID will continue when new samples are inserted into the same tray. The shift is resolved when the analyzer is booted.